Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 149mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The customer mentioned that the device also alarmed motor error. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device had cracked reservoir tube, scratched window, and missing end cap sticker. The motor was tested outside the unit and passed.